Manufacturer narrative:
This event is considered as a possible permanent reduction in visual acuity. As there was no product returned or lot information provided, no detailed investigation can be performed.(B)(4).

Event description:
A report was received from an eye care practitioner that a patient experienced superficial punctate keratitis (spk) associated with use of lens care solution. No medication was required. At follow-up visit, the event was noted as worsening with reduced acuity and spk noted "limbus to limbus." Applied unspecified ointment and prescribed unspecified drops. Follow-up information received from ecp on (B)(6) 2010 indicated that at day 5 office visit improvement noted with bandage lens, less pain and best corrected acuity of 20/25. Initial severe punctate staining, now more central. Vigamox tapered to 1xday and continue lubricating drops. Next follow-up visit noted patient still complaining of "scratchiness and central clouding." No visual acuity information was provided. Request has been made for additional information, however, no further details have been provided.